Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had gastric pain while flushing the peg tube. After the physician checked the patient, the peg tube was removed due to buried bumper syndrome. The duodopa treatment was discontinued and repositioning of the peg tube will be evaluated after 40 days. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: procedure date is (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had gastric pain while flushing the peg tube. After the physician checked the patient, the peg tube was removed due to buried bumper syndrome. The duodopa treatment was discontinued and repositioning of the peg tube will be evaluated after 40 days. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.